Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The patient was in stable condition and will continue to be monitored.